Event description:
It was reported that pump displayed malfunction message with code ¿malf 0¿ and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with performing pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction message appeared again.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.